Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change with the right atrial lead exhibiting noise. The lead was was capped and replaced on 10 dec 2020. The patient was in stable condition.